Event description:
Customer reported he was hospitalized in late (B)(6) 2014, for high blood glucose. He stated he was trying to regulate his blood glucose for three days before going to the emergency room. His blood glucose was rising and dropping. Customer's blood glucose was around 650 mg/dl when admitted. Customer had ketones and experienced vomiting and nausea. Customer was hospitalized for four days. Customer has been using the insulin device and has had no issues since the event. Customer's doctors advised that many things may have contributed to customer's highs, such as the fact that customer had just moved to a new area. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).